Event description:
It was reported that the pump screen went blank unexpectedly and had to be plugged into a power source to turn back on. The customer's blood glucose (bg) level was affected and exceeded 500 mg/dl, though the specific value was unknown. The customer manually took a correction injection to address high bg. The customer reverted to an alternative method of insulin therapy.